Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. A medtronic representative visited the site and tested the system. He found the second button on the handswitch to be defective. The footswitch worked properly as an alternative. The handswitch was replaced on the system and this resolved the issue. Software investigation completed with the following findings: this feature request is tracked through test track 20741 and references to this case have been added to that record.

Event description:
A hospital x-ray tech called from the site to report that the 3d spin was interrupted part of the way through. She was able to acquire ap and lateral images. She reported a message appearing stating the exposure button had been released. She was certain she did not release the button. The surgeon did not want to attempt another 3d spin as it was a pediatric patient and he wanted to limit exposure. Case was completed without use of the o-arm. No harm to patient.

Manufacturer narrative:
(B)(6).